Manufacturer narrative:
Ami has repaired the appliance and replaced the upper tray. (B)(4).

Event description:
Dentist contacted ami and stated that the upper hardware has broken off the upper appliance while the appliance was in use. There was no harm to the patient.